Manufacturer narrative:
(B)(4). One breath delivery (bd) printed circuit board (pcb) was returned for investigation. A visual inspection was performed, and no anomalies were observed. The bd pcb was attached to a failure investigation test ventilator for analysis, and was powered up. Power on self-test (post) without errors being recorded in the diagnostic logs tests and calibration were performed without errors or alarms being generated. The test ventilator was set into ventilation mode for 215 hours without error or alarms. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) to breath delivery (bd) cable assembly to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator became inoperable. There was no patient harm or injury reported.